Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert indicative of early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.